Event description:
The distributor reported on behalf of the user facility the following incident: a pt presented with a cutaneous wound that was identical to the diameter of the bandage discovered at the left jugular vein in 2007. The first dermatological diagnosis was contact eczema. However, a hypothesis of "caustic" could not be eliminated. The biopatch was placed at two other locations; the right radial vein and the right jugular vein. No reaction was found at these two other locations. The pt was receiving catheter dialysis in 2007. " " last bandage change took place two months later. The biopatch was used in conjunction with semi-permeable transparent film. The product was discarded by the user facility and will not be returned for eval.